Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
End user reports the peristomal skin 360 degrees around the stoma is excoriated and bleeding. She noticed this problem this morning. She has been using the current wafer for years. The wafer she is using is precut 28 mm. Her stoma is 25 mm. She is applying sh powder to the area prior to placing the wafer in place. She did not have the product box; therefore, she was unable to provide the lot number. Instructed her in the use of the stomahesive powder; followed by sensi-care no sting protective barrier wipes. She will be sent samples of the precut 25 mm wafer and the sensi-care. She was also instructed to call back if she had any questions or concerns.